Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.0605¿ x 0.0802¿ in sizes. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicates potential mishandling/misuse. Grip cable is derailed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm permanent cautery hook instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside the surgical procedure. There was no report of fragments falling inside the patient.